Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery alarms noted. The device alarmed unexpected restart after the battery was installed due to leaky connector at interface board. No external ram crc error alarms noted. The device had cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming. Customer was advised to disconnect from insulin pump. During troubleshooting, customer was asked to remove and reinsert the reservoir into the device. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.